Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: one used sample was returned for evaluation. A visual inspection revealed that the sample was separated from the by-pass(rubber tube). Retention samples were evaluated for tensile strength and no abnormalities were discovered. Investigation conclusion: based on the investigation of complaint sample of extension set en102(separated tube + by-pass connection), sbdm suppose that the complaint case may be occurred by the cause of poor joint between bypass and tube during manual assembly process by extension set assembly workers. Sbdm corrective and preventive actions are as follows : 1. Quality training on this customer complaint for extension set manufacturing process workers and quality inspectors. 2. Tightening in-process inspection and end product inspection for extension set manufacturing process. 3. Keep monitoring of extension set manufacturing process to see if the same complaint case occurs again. Root cause description: sbdm investigated the complaint extension set sample, especially connecting part between the tube and bypass. Sbdm took a tensile strength test with the same lot(lot no. 4705261) house samples as of the complaint sample, the average was 1.7 kgf and there is no abnormality in the test result. (Bond strength criteria : 1.5 kgf). - sbdm suppose that the complaint sample was occurred by the cause of poor joint between by-pass and tube during manual assembly process by extension set assembly workers. Bonding work between by-pass(rubber tube) and tube is made manually by workers. - sbdm suppose that the worker did not put the tube into the by-pass sufficiently while working with it manually. Sbdm conducted quality training for assembly workers to improve tensile strength between the tube and bypass of extension set in october 2017. Based on the tensile strength test result with house samples manufactured in october 2017, the result showed that the assembly quality was much improved.

Event description:
This complaint is MDR reportable. It was reported that before use, a bd product extension set 90 cm malfunctioned as the extension tube line and bypass separated too easily. There was no report of injury or medical intervention needed.